Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc), with decreased sensing. The patient implanted with this device system exhibited normal sinus node, as the ra lead continued to sense appropriately. It was also noted that the patient was presented with complete heart block (chb). A routine device change out procedure was performed. Under fluoroscopy, it was observed that the ra lead had dislodged, as the lead was hanging and not in the appropriate appendage. The ra lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.